Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device stopped working. The onset is unknown. All the components but the reservoir, which physician was not able to retrieve, were explanted. A new ipp system was implanted. The patient had a good outcome with no further complications.